Event description:
The client was in the lift in the bathroom. The legs were spread because of her transfer from the lift to the shower chair. When closing the legs, a piece of metal fell on the floor. The right leg of the lift keep moving toward inside and the lift tilted. The lift was held by the partner, dr (B)(6). Carer was moved, the shower chair under the client and the client was placed back in the chair with the lift. Client was moved by hand by her partner, carer and personal carer from shower chair to bed. The client had bruises at the shoulder and cold gel was applied.

Manufacturer narrative:
(B)(4) by the MFR arjohuntleigh (B)(4). On behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.